Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring software error alarm. The customer¿s blood glucose was 6.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed software error and was able to clear the alarm, set up the time and date, completed the rewind and prime process. Customer reported that the software error alarm recurred during basal delivery. Customer also reported motor error and several safety alarms. Customer reported that the insulin pump was able to complete the rewind process and it was not exposed to high magnetic fields. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected software error, unexpected restart error, displayable history crc check failed and external ram crc error alarm anomalies noted. No motor error alarm noted. Motor passed motor test.